Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, event history log review; and flow accuracy testing that failed, the customer problem was duplicated. The cause of the customer reported problem was the pump expulsor was too high, otherwise the pump was in good physical condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative would trim the expulsor.

Event description:
It was reported that the pump failed precision test. There was unknown patient involvement.